Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they went to the hospital due to a low blood glucose on (B)(6) 2017, 1:30 pm. The customer¿s mother reported receiving the recall letter and having an over delivery. The blood glucose value at the time of admission over 54 mg/dl. The customer had a symptom of hypoglycemia. The customer¿s mother states the customer is stable. The customer was not wearing the pump at the time of the hospitalization. The customer had been of the insulin pump less than forty eight hours. The customer¿s mother did not complete troubleshooting due to not having the necessary equipment to complete testing. The customer¿s current blood glucose level was unknown. The insulin pump or infusion set will not be returned for analysis.